Event description:
Customer reports the following: "upper case malfuction. "Stop" button of keyboard is not responding to pressing. Upper case replaced [with a] new one. Quality control performed. Event log is not included because it is not an error which can be detected by device." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective keyboard was sent back as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using a agilia sp test bench. Maintenance test 10 was launched. It was found that 3 keys were non responsive. In addition, the keyboard was taken out of its housing. The keyboard was found clean. Therefore, most likely, the reported issue is [linked] to a weakness in the conductivity of the keyboards tracks. Based on available information, the root cause of the reported issue is linked to a defective tracks. An internal CAPA was initiated in order to investigate and reduce occurrence of defective keypad issues on agilia product range. In addition we strongly recommend users to follow the desinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.